Manufacturer narrative:
The reported events were for lead dislodgement, failure to capture, and failure to sense. As received, a complete lead was returned in one piece. Visual inspection of the lead found the tines to be complete and intact. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported events for failure to capture and failure to sense were not confirmed.

Event description:
It was reported that the patient presented for follow-up with failure to capture and sense exhibited by the right atrial lead. Lead dislodgement was confirmed via chest x-ray. The patient was scheduled for revision, and the lead was explanted and replaced. The patient was stable.